Event description:
Additional review determined this event was also reported under MFR. Rep. # 3004209178-2012-04916. All future follow-up will be conducted under this MFR. Rep. (#3004209178-2012-02958).

Event description:
Follow up information received from the healthcare professional confirmed that the cause of the event was that the ins was unable to charge due to normal battery depletion. Impedance measurements were not read. It was reported that the patient had the ins replaced on (B)(6) 2012 with a rechargeable ins model. This corrected the issue and the patient outcome was reported as non-serious injury

Event description:
It was reported that the patient was not able to adjust stimulation. Display showed "call your doctor" icon with a por (power on reset) condition. This action resolved the reported issue. Later reporting noted there was a eri (replacement indicator) message. The message appeared on (B)(6). Typically they do not implant prime batteries with higher usage patients. The patient had decreased pain medications and was now using stim at higher amplitudes (9.0 volts on program 2) performed longevity calculation. Using approx. 12 hours a day. (B)(4). Need to run for an ultra battery, but program was locking up. Follow up reporting noted that this was normal battery depletion. Regarding any interventions planned it was noted: just pre-op for a replacement battery. Patient's current status noted as: prime advanced has 45 days of battery life to go. The patient was getting very good stim therapy. Later reporting from (B)(6) 2012, noted not being able to adjust stimulation. Display showed "call your doctor" icon with a por condition. Later reporting from (B)(6) 2012 noted the patient was not able to adjust stimulation. Display showed "call your doctor" icon with a por condition. Por messages started showing on patient programmer after eri (B)(6). At times this has limited the patient's ability to use or increase stim. The patient was experiencing a loss of therapeutic effect with increased baseline pain. The event or symptoms occurred after eri and por messages started appearing on patient programmer. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID (B)(4), lot# v687755, serial#, implanted: 2011 (B)(6), explanted: product typ lead product ID (B)(4), lot# v687755, serial#, implanted: 2011 (B)(6), explanted: product typ lead product ID (B)(4), lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product typ lead product ID (B)(4), lot#, serial# (B)(4), implanted: explanted: product typ programmer, patient product ID (B)(4), lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product typ extension. (B)(4).